Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
A5 ethnicity and a6 race are unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with an impella 5.5 experienced inaccurate placement signal readings during support. It was reported that upon implantation and support initiation, the placement signal was 20-40 mmhg different from the arterial line pressure reading. The impella 5.5 placement was verified with echocardiography. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: due to the lack of clinical details provided regarding pump positioning and no product returned, the cause of the placement signal issue cannot be established.